Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 590 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had been vomiting. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient had testing performed on their heart. The patient was prescribed ondansetron (4 mg). The patient was at the hospital for 8 hours.